Event description:
It was reported to philips that the customer was unable to perform geometry movements of the c-arm. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and identified that 230 v to the frontal stand was not present. The philips engineer suggested field evaluation, but the service quote was not accepted by the customer and no service is provided from the philips. Till now there is no reoccurrence of this issue reported. The codes were updated based on the investigation outcome.